Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log showed that pump module s/n (B)(4) was programmed to infuse morphine 100mg/100ml at a rate of 2ml/hr with a vtbi of 95ml at 1:41 pm on (B)(6) 2016. At 3:00 pm, the user changed the rate to 5ml/hr and then to 6ml/hr a few seconds later. At 3:02 pm, the device alarmed for fluid side occlusion and the infusion was restarted. At 9:33 pm, the user changed the vtbi to 100ml and started the infusion. The volume recorded as being infused up to this point was 41.869ml. At 10:16 pm, the infusion was paused and the device was subsequently channeled off. The volume recorded from the time the infusion was started till the time the device was channeled off was 46.144ml. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the reported event was not identified.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of 100 mg of morphine sulfate in 100 ml d5w was programmed at 1:30 pm at a rate of 2 ml/hr for 1.5 hours. Then the rate was changed to 6 ml/hr. The oncoming nurse noticed at 9:30pm that the morphine drip was empty even though the pump stated there was 53.3 ml remaining to infuse. No patient harm was reported.